Event description:
It was reported via repair work order that the head end lift was stuck up in elevated position due to malfunction coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.